Event description:
Pt had silicone breast implants placed in 1979. Had developed painful capsular contractures. Recent mammogram showed possible rupture of left implant. Upon removal, left found ruptured, right intact. Stencil on surface of ruptured, implant stated "dow corning 305"